Event description:
On 11/3/2021 it was reported by a sales representative via e-mail that an ar-3602-2 fibertak pulled out during insertion. This was discovered during use in a meniscal repair on 11/3/2021. The case was completed by using a new ar-3602-2.

Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. The complaint device was not received for evaluation. The most likely cause for the reported failure can be attributed to user error of the device due to improper bone preparation. As no further investigation was able to be performed no change in harm was identified.